Manufacturer narrative:
The device was returned to olympus. The device evaluation revealed a flooded and cracked connector. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a cracked and flooded connector. There was no patient involvement.